Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). After completing bone preparation setup steps, the system did not allow the surgeon to advance to the burring step and an error was displayed. Several attempts to troubleshoot the issue were unsuccessful, and the surgeon ultimately determined the proper course of action was to convert to a total knee replacement procedure.

Manufacturer narrative:
An eval of the event was performed at mako surgical. The software team was consulted to eval the installation of knee 2.5.4 software. Review of the installation log files revealed a software error during bone prep page. Review of the crisis log files show that a parameter was not available to the application because it was not installed correctly. A second attempt to install the software was completed on (B)(6) 2013. The log files were reviewed by the software team, and they confirm that the install was successful. The makoplasty sales rep has reported that no issues have occurred since this second installation.